Event description:
(B)(4). Since having essure placed I have experienced: chronic hives (daily), migraines, vision changes, teeth breaking, severe bloating, hair loss and balding, loss of libido, painful intercourse, longer heavy menstrual cycles, cramping, back pain, fatigue, depression, metal taste in mouth, loss of appetite, insomnia, cold sweats, light headed and dizziness heart burn, indigestion, nausea.